Event description:
The philips bipap machine dreamstation with auto sv (dsx900t11c, dsxhcp) was recalled for containing a carcinogen on (B)(6) 2021. My mother, (B)(6), was and still not notified of the recall. I happened to see the recall on a tv announcement, and she called philips to check on (B)(6) 2021. Philips has confirmed the machine she has is part of the recall. Her complaint number with philips is (B)(4). To date, no replacement machine has been provided. Her recent blood tests, taken approximately on (B)(6) 2021, has indicated she now has cancer. Two follow-up calls to the company inquiring about the escalation for a replacement machine for her has had no results; in fact, the answering customer service personnel has hung up the phone on me. Unable to use bipap machine. Additional tests are forthcoming to identify the location of the cancer and treatment options. FDA safety report ID # (B)(4).